Event description:
A report was received that alleges that the tracheostomy tube sustained damge at the cuff. Replacement was required due to leaking after 2 hours in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.